Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified, and a different issue was identified.

Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of greater than 800 mg/dl; cause was unknown. However, customer allowed pump to shut off due to not charging the battery. Elevated bg was addressed via manual injection. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. Customer was instructed to consult with their healthcare provider. Reportedly, customers bg level is trending downward and currently is 400 mg/dl.